Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the cable failed during patient care. The report did not indicate which cable failed. The reported failure was observed while the device was in use. However, no adverse patient impact was reported.